Manufacturer narrative:
The reported event that one-third tubular plate variax2 8 hole / l95mm was alleged of 'implant breakage after surgery' could be confirmed. Based on investigation, the root cause was attributed to be patient related. Unfortunately no further detailed information could be obtained. The device inspection revealed the following: the broken surface of the plate indicated that there was little or no distortion of the plate before the breakage. This implies that the plate could not deform plastically before the breakage. The plate might have been exposed an overload of force (unknown). Fragment a shows the chevron marks typical for a force impact. Fragment b shows the shiny surface typical for brittle overload fractures. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
Variax 1/3rd tubular plate was split into two pieces. Patient required revision surgery to correct the fracture due to the broken plate.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
Variax 1/3rd tubular plate was split into two pieces. Patient required revision surgery to correct the fracture due to the broken plate.